Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor and on the inside of the cassette door of their cycler during their pd treatment. The patient wiped up the water from the floor and from behind the cycler door and then loaded a new cassette. Fluid was discovered in the pump module area. The patient reported receiving a contact technical support message and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient was seen in clinic on (B)(6) 2025 and noted that there was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. It is unknown if the cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction provided in a6. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor and on the inside of the cassette door of their cycler during their pd treatment. The patient wiped up the water from the floor and from behind the cycler door and then loaded a new cassette. Fluid was discovered in the pump module area. The patient reported receiving a contact technical support message and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient was seen in clinic on (B)(6) 2025 and noted that there was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. It is unknown if the cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.